Event description:
It was reported that the 9600+ system experienced noise in the area of the collimator. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Regreased the high voltage candle sticks. The system was tested and found to be working as intended and placed back into service.